Event description:
During a low anterior resection procedure, after firing the device, the surgeon found some staples were not formed completely. A like device was used to complete the procedure. The pt has viral hepatitis type b so the device was discarded. There was no reported pt consequence.